Manufacturer narrative:
E1: Name: (b)(6) Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose level for three to four hours and treated with insulin pump on (b)(6) 2026.